Event description:
It was reported that a patient underwent a gynecological procedure to treat a cystocele, rectocele, and stress urinary incontinence on (B)(6) 2007 and mesh was used. During the procedure, a boston scientific system product was also implanted. The patient experienced urinary incontinence, infection, erosion of mesh, scarring, and a prolapse. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Prolapse. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat prolapse. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary problems and vaginal scarring. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-26176. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with cystoscopy, bilateral cystocele repair, right and left paravaginal defect repair, and right and left sacrospinous vaginal vault suspension due to vaginal prolapse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/09/2017. Additional information: other relevant history, model #/lot #, approximate age of device, device manufacture date additional narrative: it was reported that patient underwent excision of vaginal mesh anterior and posterior on (B)(6) 2014 by dr. (B)(6) (per operative report) it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent excision of vaginal mesh anterior and posterior on (B)(6) 2014. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that patient underwent excision of vaginal mesh anterior and posterior on (B)(6) 2014 by dr. (B)(6) (per operative report). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent excision of vaginal mesh anterior and posterior on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported following insertion patient experienced adhesion and recurrent bladder infections.